Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on the incident day the patient received results of 100-110 mg/dl, but experienced symptoms of hyperglycemia like vomiting and dizziness. The patient´s father took him to the hospital where he received a result of hi (= higher than the measurement range of the meter) on the hospital meter. The patient was hospitalized for elevated blood glucose levels, ketoacidosis and vomiting and received an unknown IV treatment. He was released on (B)(6) 2026. It was reported that the test strips from which the results of 100-110 mg/dl were obtained, were expired.